Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex coronary artery with moderate tortuosity and heavy calcification. The 2.50x12mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation. The balloon was inflated to nominal pressure then ruptured on the second inflation at nominal pressure. Pre-dilatation was successfully completed with another 2.50x12mm trek rx bdc. A 2.75x15mm xience xpedition stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.